Manufacturer narrative:
Out of an abundance of caution, we are reporting this incident. No one has been injured. This is the first known occurrence. We will monitor and research further.

Event description:
(B)(6) 2011 customer called tobii ati to complain that their "battery only lasted 2 hours." A return authorization (B)(4) was created. (B)(6) 2012 battery pack was received at tobii ati. (B)(4), 2012 batteries were examined and during repair we found the internal batteries appeared swollen.